Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis, as the instrument and the reload were disposed. Stapler logs show the sureform 45 stapler instrument was installed on the system 4 times and fired 4 green reloads. On installs 1 and 2, all clamps were successful, and the firings were both completed with no pauses for compression. On install 3, the first clamp was incomplete. The next clamp was successful, and the firing was completed with 1 pause for compression. On install 4, the first clamp was successful, and the firing was completed with 2 pauses for compression. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, an incomplete staple line occurred following use of a sureform 45 stapler instrument with a green reload. The issue occurred while transecting the colon: although the firing sequence was completed and the tissue was cut, the staple line was not adequately sealed. This resulted in a significant hole within the staple line. To address the issue, another green reload was used with the same sureform 45 stapler to transect the colon at a more distal location. This subsequent firing was successfully completed, and the procedure continued without further complications. The case was completed robotically. Additional information has been requested; however, no response has been received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: h2, annex codes: e, b. Additional information: the tissue was not under tension, bunched, or pushed forward during the stapling sequence. No error messages were displayed, and the surgeon did not encounter any obstructions or fire over an existing staple line. Approximately 10 ml of blood loss was observed along the staple line, which was managed using suction. A review of an image provided by the customer, confirmed a defect in the tissue within the scene. However, it could not be determined whether formed or unformed staples were present. A review of video provided by the customer shows that the image confirmed a defect in the tissue within the scene. However, it could not be determined whether formed or unformed staples were present. The video shows tissue manipulation followed by an attempt to fire the sureform 45 stapler instrument with a green sureform 45 reload on the target tissue. During stapler placement, nearly three-quarters of the jaws were submerged in blood or covered by tissue. It is recommended, whenever possible, that the full length of the stapler jaws remain visible during firing. The stapler successfully clamped on the first attempt and remained clamped on the tissue for several seconds. Before firing, several brief movements of the target tissue occur, likely caused by an external factor, while the stapler remains in position. The surgeon then switches to following mode and initiates the fire without any pauses for compression. Upon completion of the fire, some blood is observed oozing from the staple line. However, it remains difficult to clearly discern the staple line or assess staple formation. The surgeon subsequently attempts to grasp the staple line with the vessel sealer extend instrument, possibly to evaluate staple line integrity.